Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The device was requested for investigation but was unavailable.

Event description:
A customer complained that they received a questionable low inr result on a coaguchek xs meter with serial number (B)(4). At 9:09 am the customer got a result of 1.3 inr. At 9:16 am the customer got a result of 2.3 inr. At 9:19 am the customer got a result of 2.2 inr. Different fingers were used for each meter test. The customer did not apply the blood to the test strip within 15 seconds of the fingerstick. The customer did not report these results to her doctor and did not receive any treatment bases on the results. The customer did not know their therapeutic range. The customer stated that they were on a special diet and that they have decreased their intake of coke. The customer has no hematocrit concerns, no antiphospholipid antibodies, on no new medications, no changes to coumadin dosage, not on heparin therapy, and no recent illnesses. The customer's current is stable. The meter and test strips were requested for investigation. Replacement product was sent. The test strips were not returned for investigation as the customer said they were no longer available. The returned meter and masterlot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr ; donor 2 inr: 3.2 inr . Donor 1 hct: 47%; donor 2 hct: 54%. Donor 1: retention meter with masterlot strips: 2.2 inr; customer meter with masterlot strips: 2.1 inr. Donor 2: retention meter with masterlot strips: 3.2 inr; customer meter with masterlot strips: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet specifications. Product labeling states that dosing the strip after 15 seconds of the fingerstick has been known to cause inaccurate results. Relevant retention test strips (lot 272163) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause for this event. The alleged results were observed in the meter memory. Upon review of the meter memory, the following additional result discrepancies were observed: (B)(6).